Manufacturer narrative:
The device referenced in this report was not returned to omsc for evaluation. The single use distal cover was not used in the procedure., therefore no device failures have been reported. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Investigation activities have been opened to manage actions related to this report and any required MDR reporting.

Event description:
Olympus medical systems corp. (Omsc) was informed that after an endoscopic retrograde cholangiography (ercp) procedure, when the duodenovideoscope was withdrawn from the patient the distal end cover was not attached from the duodenovideoscope. The nurse at the user facility reported that the user had not attached the distal end cover prior to the procedure, and the user performed the procedure without noticing that the distal end cover was not attached. The procedure was completed using the same device. No patient injury reported. This report is related to patient identifier (B)(6), which was reported under MFR. Report number 8010047-2021-10824.